Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage cable connectors. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system is locking up, and the anode high voltage is arcing at the tube. No pt injury was reported.